Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the right atrial (ra) seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory, using tests specifically designed to validate sense amplifier operation along with its associated components. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the hole in the ra seal plug likely contributed to the reported noise and oversensing.

Event description:
Boston scientific crm received information that during implant of this implantable cardioverter defibrillator (ICD), some r-waves were being oversensed on the ra channel. These short bursts of ra noise triggered atrial tachycardia response (atr) mode switches. The device's blanking period was reprogrammed, which corrected the issue. No adverse patient effects were reported. According to the available information, this device remains implanted and in service. The patient was monitored overnight, and no further issues were reported. The device was explanted approximately nine years later to upgrade the patient to a new therapy system. No adverse patient effects were reported.